Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone 12, ios 16.4.1, 2.8.1.6120 and successfully received high and low glucose alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves also as a correction report. Section d1 - (brand name) was incorrectly documented in the previous report. Correction has been done.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 with ios operating system version 2816120. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness with foam coming out of mouth. Customer provided hcp treatment of sugar water, glucagon, and sandwiches for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 with ios operating system version 2816120. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness with foam coming out of mouth. Customer provided hcp treatment of sugar water, glucagon, and sandwiches for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.